Manufacturer narrative:
H10: the devices for these malfunctions have not been returned to the manufacturer for evaluation; however, medical records were provided for review for both malfunctions. The lot numbers were not provided. Both investigations were confirmed for perforation. A root cause was not determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. The patients included a 59-year-old female without weight provided and a 58 year old male without weight provided.

Manufacturer narrative:
The devices for these malfunctions have not been returned to the manufacturer for evaluation; however, medical records were provided for review for both events. The investigations of the reported events are currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. The patients included a (B)(6)-year-old female without weight provided and a (B)(6) year old male without weight provided.